Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
At the conclusion of the implant procedure of a leadless pacemaker system, the femoral vein introducer was removed and the implant sit began to bleed. Compress measures were applied to the site and prior to surgical intervention being needed hemostasis was reached. The suspected cause of the bleeding was a fistula. The patient was stable and no further intervention was performed.